Event description:
It was reported that the caller experienced cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, successfully resolving the issue, and started their sensor session without further errors.